Event description:
It was reported that crew tried to use the autopulse resuscitation system on a pt, but the system didn't work, so they reverted to manual CPR. During testing with a manikin, the unit prompted user advisory messages 18, 45 and 16, furthermore the shaft sounds like it is grinding. No adverse event reported.

Manufacturer narrative:
The reported complaint, "autopulse did not work", was not confirmed. Board was run for 30 minutes, and an additional 5 minutes with large resuscitation test fixture with no issues. Reported problem of ua18 (max take-up resolutions exceeded), ua45 (not at "home" position after power-on/restart), and ua16 (time-out moving to take-up position) messages were not confirmed. These user advisories were only seen in archive files. However, reported problem of the "drive shaft sounds like it was grinding" was confirmed. The clutch disk was de-burred to address this issue. Probable cause for ua18 could be no load change detected on the load plate, which could be caused by no pt present or pt too small. For ua45, shaft may not have been at home position, which could be caused by the lifeband straps not being completely pulled out prior to turning the device on, which could prompt a ua16 message, (time-out moving to take-up position). No adverse event reported.